Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the atrial and ventricular lead impedances were high. It was believed that patient was crushing their leads. The atrial lead was explanted and discarded; the rv lead was capped. Both leads were replaced with competitor leads. Patient was stable.